Event description:
It was reported that, an incident had occurred in which a PICC fractured whilst in the patient. The fracture occurred in the external section of the line, quite close to the line hub. The incident occurred 56 days after the device was inserted. The issue was resolved by inserting a new line via a rewire procedure. The condition of the patient is reported to be 'stable'.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an incident had occurred in which a PICC fractured whilst in the patient. The fracture occurred in the external section of the line, quite close to the line hub. The incident occurred 56 days after the device was inserted. The issue was resolved by inserting a new line via a rewire procedure.the condition of the patient is reported to be 'stable'.